Manufacturer narrative:
Concomitant medical products: 5076-52, lead; implanted: (B)(6) 2007; model: yrbrx2816165, abdominal stent graft; implanted: (B)(6) 2004; model: yrecx1655, abdominal stent graft; implanted: (B)(6) 2004; model: yrirx16115, abdominal stent graft; implanted: (B)(6) 2004; model: ettf3636c70e, abdominal stent graft; implanted: (B)(6) 2018; model: etuf3614c102e, abdominal stent graft; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead developed a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.